Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels dropped to 2.9 mmol/l (52.2 mg/dl) while wearing the pod. As a result, the patient was unconscious with an error message on the omnipod personal diabetes manager (pdm) . No medical assistance was required.